Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, but based on the initial investigation details, the reported condition of the device leaking during usage could not be duplicated. The evaluation is still in process. A follow-up report will be submitted if the final results of the quality investigation require one.

Event description:
It was reported that the handpiece was leaking an oily substance while the equipment was being tested during an on-site maintenance visit at the account. There was no patient involvement. There were no adverse consequences reported as a result of this event.